Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the time axis on the data monitor remains at 00:00 and requested onsite service. On troubleshooting the philips field service engineer (fse) checked the onsite and that the time axis on the data monitor remains at 00:00. To resolve the issue, the fse replaced the flexvision pc. The defective part was sent for analysis, for flexvision pc no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.